Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue. The stm noted that after reseating the internal connectors and calibrating the ECG gains, the gains started working again. The stm calibrated and tested the iabp unit and all safety, functionality, and calibration checks and all tests passed to factory specifications. Unrelated to the customer's reported issue, the stm observed that the iabp unit was missing the doppler. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient and during set-up, the cs300 intra-aortic balloon pump (iabp) would not recognize the ECG source from the ECG cable. There was no patient involved and no adverse event was reported.